Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 96 retention samples from bd inventory were evaluated by visual examination and functional draw testing on 10 tubes and no issues were observed relating to underfill, stopper pop off and damaged tube as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill, stopper pop off and damaged tube. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes, the device experienced underfill or low draw or a tube with blood, and the stopper popping out of the tube. The following information was provided by the initial reporter. The customer stated: it was reported that the tubes are easy to be broken or the cap of the tube would be departed when centrifuged. Also the vacuum on the product is lower. What is the issue you experienced? The tubes are easy to be broken or the cap of the tube would be departed when centrifuged. Confirmed that there is no problem with operation and the centrifuge device. Because it is ok when the other tubes( from other study )were used. 2. There is very little visibility of because of the full of label. It is very difficult to transfer the plasma. Site told me it is easy to transfer the gel because it is not very clearly to see the inside of the tube. Site also find that the vacuum of our products is lower than local vacutainer which slows down the collection, although it doesn¿t impact the volume of blood. Site want to confirm that whether this is because the criteria for value of vacuum differ (indy standard vs chinese standard) or this is a quality issue (cap of tube is loose).

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes, the device experienced underfill or low draw or a tube with blood, and the stopper popping out of the tube. The following information was provided by the initial reporter. The customer stated: it was reported that the tubes are easy to be broken or the cap of the tube would be departed when centrifuged. Also the vacuum on the product is lower. What is the issue you experienced? The tubes are easy to be broken or the cap of the tube would be departed when centrifuged. Confirmed that there is no problem with operation and the centrifuge device. Because it is ok when the other tubes( from other study )were used. There is very little visibility of because of the full of label. It is very difficult to transfer the plasma. Site told me it is easy to transfer the gel because it is not very clearly to see the inside of the tube. Site also find that the vacuum of our products is lower than local vacutainer which slows down the collection, although it doesn¿t impact the volume of blood. Site want to confirm that whether this is because the criteria for value of vacuum differ (indy standard vs chinese standard) or this is a quality issue (cap of tube is loose).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.